Event description:
I had the essure procedure done in the early part of 2011, where tiny springs are inserted into the fallopian tubes and scar tissue is supposed to form around the spring, to provide a barrier preventing passing of eggs into the uterus, as a form of birth control. Immediately following the procedure, is when the infections started and continue on an almost constant basis until this very day. Almost 3 years later, I've been tested several times for various sexually transmitted diseases that all came up negative and treatment for yeast and bacterial infections have had little to no effect. Since I've had this procedure done, I have also experienced frequent and debilitating migraines that have led to taking a lot of sick time from work. My menstrual cycle has been equally painful and debilitating as the migraines, but I can't be sure whether that is a result of my age or the essure procedure. I'm experiencing depression.